Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v452560, implanted: (B)(6) 2011, product type: lead. Product ID: 355024, lot# n285507, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient¿s lead had high impedances (greater than 3,600 ohms) on electrodes 0-7. It was noted that the patient would call the implanter for an appointment for a possible replacement. It was reported that the patient experienced less than 50% therapy relief and was unable to get left arm reflex sympathetic dystrophy relief. It was noted that the patient¿s status at the time of the report was alive with no injuries. It was reported that the cause of the issue was not determined at the time of the report.